Event description:
It was reported to philips that user had an issue that what they saw on the screen of the monitor was not what is showing on corsium. The clinician is saying that the patient showed asystole on the monitor, however there appears to be complexes on the ECG.